Event description:
It was reported that four days after implant of this implantable cardioverter defibrillator (ICD) the patient had a surgical procedure performed for a hematoma drainage. At this time, the ICD remains in service. No additional adverse patient effects were reported outside of the surgical procedure.